Event description:
It was reported that the water leaked from the arctic gel pad while the patient was using it. Per sample evaluation results received via task on 18feb2026, it was reported that the flow rate was unobtainable due to air leak. Water leak could not be reproduced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.